Event description:
In late 2008, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation, since the medical affairs specialist (mas) was unable to reach the patient by phone. The patient reported that the alleged issue began the same day at 8:30am. On an unspecified date/time, the patient reported obtaining blood glucose readings of "184 mg/dl" with the subject meter and "151 mg/dl" on another device, performed greater than 30 minutes apart. The patient reported having symptoms of a headache and sweating prior to when the alleged issue began; however, the cca noted that the patient's symptoms began at 11:00am the same day. At approximately 11:30am that same morning, the patient reported taking 500mg of metformin. It is unclear if she took the pill as part of her routine diabetes management regimen or if she took an additional pill in response to the symptoms she developed. At the time of troubleshooting, the cca confirmed that the patient was using the correct testing technique and cleaning the puncture area properly. Replacement products were sent to the patient. This complaint is being reported because the patient claims she developed a symptom suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.